Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height drawer 2 on the main was not detected on bus. A field service engineer (fse) found the controller board not powering on, replaced the full-height drawer legacy unit with a enhanced one, reinserted cubies via hardware test application (hta), rebooted, and verified functionality; system tested successfully and user access was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2 was not detected on the bus and the entire drawer failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.